Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer tried changing battery, sets and still continue say no delivery. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with motor power supply voltage error during rewind; the problem was isolated to the printed circuit board assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to motor power supply voltage error. The insulin pump was received with operating currents and passed self-test. The motor was tested outside the device and passed. The insulin pump had minor scratched display window, case and keypad overlay texture damaged.